Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer had elevated blood glucose (bg) levels (340 mg/dl). Customer delivered a manual injection to bring bg levels back to target range. During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and resume insulin delivery.